Event description:
On 19-aug-2025 the user reported that on (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels of 27 mg/dl following multiple meal announcements (bolus) requiring medical intervention. The user was transported to the hospital where they were admitted and treated with intravenous glucose. They were discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.